Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. Interrogation of the patients's patient showed the device was in backup mode. The patient was asymptomatic. The device was successfully restored.